Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The initial reported problem was duplicated. The dso sensor was also found to be damaged. The battery compartment, lens and dso seal will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a broken battery compartment. There was unknown patient involvement and unknown patient harm/adverse event reported. The investigation findings found that the dso (downstream occlusion) was damaged.